Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? White. Was buttressing material utilized? If so, which product? N/a. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes, somewhat, since the cartridge only partially fired. How was the procedure completed? Following the 1st linear cutter issue the case proceeded uneventfully. A subsequent ¿like¿ device was utilized. The account advised the device did open and was removed from the tissue. It is unknown how the device was open. There was no damage to tissue. It was being used on the right renal artery. The device partially fired, but it did not cut and the staples were not formed properly. A white cartridge was being used in the case. Another device was used to complete the procedure. There was no patient consequence.

Event description:
It was reported that during a laparoscopic right nephrectomy procedure, the device did not cut and only partially fired staples across renal artery. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.